Manufacturer narrative:
The company representative was unable to duplicate the reported problem "maintenance required code #3" (balloon transducer offset failure). As a precautionary measure, the shuttle transducer (0682-00-0076-01) was replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer manufacturer. Later, the manufacturer updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at (B)(4) to more effectively screen out the impedance failures. Health hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than (B)(4) 2011. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated the "maintenance required code 3" (balloon transducer offset failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.